Manufacturer narrative:
In house preliminary testing has not been performed. Associated accessory device: act monitor, model # com001, serial # (B)(4).

Event description:
Pt called lifewatch on (B)(6) 2010 and stated that he has experienced some type of shock and he is not sure if it is from the device or the symptoms. Lifewatch sent a replacement device and the pt continued the monitoring service. On (B)(6) 2010, to better understand the initial complaint the pt was contacted to respond to a pt questionnaire. The pt stated that he felt 2 or 3 small quick pains at the bottom of his rib cage. He stated he did not feel that it was a shock it was more like a needle prick. Pt stated that he was not sure if it was associated to the electrode.